Manufacturer narrative:
Result description: wheel.

Event description:
It was reported through a service report that one of the foot wheels locks when it is steer. No adverse consequences reported. No injury reported.